Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('contact dermatitis patient with sensibility to cobalt chloride and nickel sulphate') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required) with dermatitis contact, swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), dyspareunia ("painful intercourse/dyspareunia"), gastric disorder ("gastric problems"), arthralgia ("joint pain"), headache ("cephalias") and adverse event ("matholysis"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysteroscopy with bilateral salpingectomy). At the time of the report, the allergy to metals, swelling, hypersensitivity, genital haemorrhage, pelvic pain, fatigue, vaginal infection, dyspareunia, gastric disorder, arthralgia, headache and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hypersensitivity, pelvic pain, swelling and vaginal infection to be related to essure. The reporter commented: the patient had her uterus and fallopian tubes mutilated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('contact dermatitis patient with sensibility to cobalt chloride and nickel sulphate') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with dermatitis contact, hypersensitivity ("allergic reactions"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse / dyspareunia"), headache ("headaches"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), gastric disorder ("gastric problems"), arthralgia ("joint pain") and adverse event ("arthrolysis"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysteroscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hypersensitivity, pelvic pain, dyspareunia, headache, swelling, genital haemorrhage, fatigue, vaginal infection, gastric disorder, arthralgia and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hypersensitivity, pelvic pain, swelling and vaginal infection to be related to essure. The reporter commented: the patient had her uterus and fallopian tubes mutilated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('contact dermatitis patient with sensibility to cobalt chloride and nickel sulphate') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, obesity, smoker, colectomy, appendicectomy, gastroesophageal reflux, breast prosthesis implantation, carpal tunnel syndrome, lsil, pregnancy (3 pregnancies), vaginal delivery (3vaginal delivery), obesity and hernia. No relevant personal surgery-medical records. Family history included heart disease, unspecified and cervical cancer. Concomitant products included pantoprazole and tramadol. In 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced cervical dysplasia ("low-grade squamous intraepithelial lesion; cervical low-grade lesion"). On (B)(6) 2015, the patient experienced sexually transmitted disease ("sexually transmitted diseases"). On (B)(6) 2017, the patient experienced genital infection ("genital infections since the insertion of essure") and menometrorrhagia ("having irregular periods, polymenorrhagia, increase in the duration of periods"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with dermatitis contact, hypersensitivity ("allergic reactions"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse / dyspareunia"), headache ("headaches"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), gastric disorder ("gastric problems"), arthralgia ("joint pain"), adverse event ("matholysis"), discomfort ("discomfort"), bacterial disease carrier ("ureaplasma parvum"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhoea"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (total hysterectomy with laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the allergy to metals, hypersensitivity, pelvic pain, dyspareunia, cervical dysplasia, headache, swelling, genital haemorrhage, fatigue, vaginal infection, gastric disorder, arthralgia, adverse event, sexually transmitted disease, discomfort, genital infection, menometrorrhagia, bacterial disease carrier, bacterial vaginosis, nausea, vomiting and diarrhoea outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, bacterial disease carrier, bacterial vaginosis, cervical dysplasia, diarrhoea, discomfort, dyspareunia, fatigue, gastric disorder, genital haemorrhage, genital infection, headache, hypersensitivity, menometrorrhagia, nausea, pelvic pain, sexually transmitted disease, swelling, vaginal infection and vomiting to be related to essure. The reporter commented: the patient had her uterus and fallopian tubes mutilated. Discrepancy noted essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: normal uterus and adnexa. Essure devices are properly inserted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2022: new events added: low-grade squamous intraepithelial lesion, sexually transmitted diseases, discomfort, genital infections the insertion of essure,"having irregular periods, polymenorrhagia, increase in the duration of periods", ureaplasma parvum, bacterial vaginosis, nausea, vomiting, diarrhea. Reporter's information and insertion date was updated. Concurrent drugs, medical history and lab data and reporter causality comment were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('contact dermatitis patient with sensibility to cobalt chloride and nickel sulphate') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required) with dermatitis contact, swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), dyspareunia ("painful intercourse/dyspareunia"), gastric disorder ("gastric problems"), arthralgia ("joint pain"), headache ("cephalias") and adverse event ("matholysis"). The patient was hospitalized from (B)(6)2018 to (B)(6)2018. The patient was treated with surgery (total laparoscopic hysteroscopy with bilateral salpingectomy). At the time of the report, the allergy to metals, swelling, hypersensitivity, genital haemorrhage, pelvic pain, fatigue, vaginal infection, dyspareunia, gastric disorder, arthralgia, headache and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hypersensitivity, pelvic pain, swelling and vaginal infection to be related to essure. The reporter commented: the patient had her uterus and fallopian tubes mutilated. Amendment: the report was amended for the following reason: correction on mir tab. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('contact dermatitis patient with sensibility to cobalt chloride and nickel sulphate') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with dermatitis contact, hypersensitivity ("allergic reactions"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse / dyspareunia"), headache ("headaches"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), gastric disorder ("gastric problems"), arthralgia ("joint pain") and adverse event ("matholysis"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysteroscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hypersensitivity, pelvic pain, dyspareunia, headache, swelling, genital haemorrhage, fatigue, vaginal infection, gastric disorder, arthralgia and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hypersensitivity, pelvic pain, swelling and vaginal infection to be related to essure. The reporter commented: the patient had her uterus and fallopian tubes mutilated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.